Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) close all clamps and the transfer set, and cycle the power to get a system error 2367, then cycle the power again to get to ''press go to start.'' The tsr explained the alarms and the hp stated that it was unknown why the received the system error 2240 alarm. There were no leaks, the spare clamp was closed, the hc had primed, there were no wet lines, and the hp did not disconnect. The tsr explained to discard all supplies and to report alarms to his nurse the next morning. The hp was to finish that night's therapy with manual supplies. The patient was connected at the time of the alarm and had not disconnected. A dummy tummy was not in use. The patient line had not inadvertently separated. The patient did not press go to initiate therapy before connecting. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have pets that could damage the supplies. There was no damaged noted to the cassette, overpouch, or carton upon delivery. A sharp object was not used to open the supplies. The supplies were not damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(4) 2012. She stated that there was nothing unusual about the supplies that night, and that after starting over with new supplies therapy went well. There were no samples available and she did not know the lot number. Therapy since has been going well and there were no adverse effects reported in relation to this event. The care giver did report that the patient frequently suffers from drain pain during initial drain. This writer advised the care giver to speak with the patient's nurse regarding the initial drain alarm and to seek her advise regarding the height of the cycler relative to the patient. This writer also referred the care giver to the at home guide for information regarding the suggested height of the cycler.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined.